Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation appears to be related to procedural conditions (sgc and dilator crossed patent foramen ovale). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. The transseptal puncture was reported to be complicated, but ultimately successful. A dissection of the left atrial wall occurred. Per the physician, this was likely due to the steerable guide catheter (sgc) and dilator crossing the patent foramen ovale (pfo). The procedure was discontinued without implanting any clips or additional treatment for the dissection. The final mr remained at grade 4+. There were no clinically significant delays or adverse patient sequelae reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.